Manufacturer narrative:
Additional narrative: reporter is a j&j employee. A device history record (DHR) review was conducted: visual inspection: the depth gauge f/lock-scr meas-range-110 f/ was received at us cq. Visual inspection of the complaint device showed that the needle component is slightly bent and body component was missing. No other issues were identified. Dimensional inspection: the dimensional inspection was not performed due to the post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the device needle/hook component was bent & body components was missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the following devices were received as blind unit. This report is for one (1) depth gauge f/lock-scr meas-range-110 f/. This is report 3 of 4 for complaint pc-(B)(4).